Event description:
In 2008, the patient, he has been experiencing air bubbles in his insulin cartridges since 2007. He stated that the bubbles from after 1 day of use. Troubleshooting did not reveal any product issues. The pt described the procedure he follows to change the insulin cartridge and no issues were found. He stated that when he sees air bubbles he primes them out of the system. No physiological effects were reported. The pt was advised to switch to his backup infusion device. Upon follow up, the pt stated that he had no air bubble issues while connected to the backup infusion device. He stated he used 3 insulin cartridges since the initial report. Cartridges were requested to be returned for eval.